Event description:
It was reported that patient had inadequate stimulation. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible. The patient was doing well postoperatively and the explanted ipg will not be returned.